Event description:
Information was received that during a regular tracheostomy change out, a smiths medical bivona flextend tracheostomy tube was noted to have black mold where the tube connects to the flux. Patient was given antibiotics both orally and through an IV.